Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7130 st jude competitor lead, implanted (B)(6) 2009. 1888tc-52 st jude competitor lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that, after implant, the implantable cardioverter defibrillator (ICD) device began alerting every four hours and indicated out of range high measurement on several vectors. It was realized that the implant detect feature was left turned on after the procedure, which resulted in false readings and lead alerts. The implant detect feature was turned off. The device remains in use. No patient complications have been reported as a result of this event.